Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic biliary stone removal (including biliary crushing) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush the gallstones. However, the wire at the root of the basket broke. There was no part of the device that had completely detached and fell into the patient. The basket was removed along with the endoscope. After removing the basket, the gallstones were removed with a balloon. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid was used in the common bile duct during an endoscopic biliary stone removal (including biliary crushing) procedure performed on (B)(6), 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the gallstones. However, the wire at the root of the basket broke. There was no part of the device that had completely detached and fell into the patient. The basket was removed along with the endoscope. After removing the basket, the gallstones were removed with a balloon as they were crushed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable code of basket wire break. Block h6: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached, and the internal wires including the handle cannula were returned outside the device. Dimensional inspection noted that some measurements of the proximal screw were outside of the allowed tolerance, however, the length of the screws was within the allowed tolerance. Also, the side car rx was pushed back approximately 2.5 mm which is out of specification. Microscope inspection noted that the handle cannula has slight marks of the fastening screws. The reported event was confirmed. Based on all available information, it is possible that at the time of inserting the screws, an angle of inclination was generated, and this causes a slight variability in some measurements. Due to some measurements of the screw are slightly deviated although others are within specification, "cause not established" was assigned as the most probable cause to this complaint. The problems traced to the set screw are being addressed with corrective actions/preventive actions (CAPA). The side car rx - push back issue could have occurred as a result of the separation of the canula, and the manipulation during the procedure. Therefore, the cause code is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.